Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared an occlusion alarm. The customer's blood glucose level was 203 mg/dl. Tandem technical support performed a system check and the occlusion was found to be within the cartridge. Reportedly, the customer changed supplies (infusion set and cartridge) and was able to resume insulin delivery.